Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received a ¿shoot¿ in the buttock with an electric racket for mosquitoes. The patient felt a shock and then no stimulation. Two days later, the device was checked using the programmer and stimulation was on at 1.1v, but the patient was not feeling stimulation. Stimulation was increased to 1.4v and the patient felt a ¿good¿ stimulation. It was possible to turn the device on and off with the programmer and ¿no wrong¿ stimulation was noted. No further information was reported. A follow up report will be sent if additional information is received.